Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was constantly providing a high reading. Before the evening at 4:00pm, patient was not feeling well. The cgm was about 113 mg/dl and they check with the bg meter and it was actually 39 mg/dl. The patient's mother gave her a glucose tablet and juice. After treatment, the "reading" was 70 mg/dl and she was able to eat dinner. After a hours, it ended up with high reading and it put her up at 319 mg/dl but they checked it with a bg meter and it was 266 mg/dl. They tried to calibrate the sensor several times but the values were still inaccurate. At the time of the report, the patient was feeling okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.